Event description:
It was reported that a pump malfunction occurred after the pump accidentally got wet at a river. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a corrective action, technical support decided to replace the pump due to the malfunction issue, with further details available in another case.